Manufacturer narrative:
Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
It was reported that patient could not feel the stimulation from their implantable neurostimulator (ins) ¿recently¿. The nurse interrogated the patient¿s device and noted that the ins was charged. The nurse stated that they turned the ins voltage up with the programmer unit but the patient could not feel the stimulation. The nurse then turned the device up again and ¿all of a sudden it came on¿ and it was ¿very strong¿. It was then reported that the nurse turned the ins off and back on but the patient could not feel the stimulation "at all". Impedances were checked and it showed several contacts were higher than 10,000 ohms. It was reported that the patient did not report any falls but it was noted that extensions were used in the ins system. The patient was referred to the implanting physician for a possible revision and battery replacement. Follow up information received one day later confirmed that the patient was being referred to a surgeon for evaluation and revision. There were no further actions taken at the time of this report. If additional information is received, a follow up report will be sent.